Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. Inserted the device into the pt, inflated the occlusion balloon to 3.5mm then to 4mm to occlude the vessel. Pulled the stent across the lesion, and noticed that they had distal flow, put the wire back into the adapter and had no leaks, inflated to 4.5mm and deployed the stent, aspirated, contrast did go distal to balloon, but the results were fine.